Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012758113); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, following delivery catheter system (dcs) and valve insertion, the physician decided to perform a pre-implant balloon aortic valvuloplasty (bav) due to calcification which was standard for the implanting physician. Therefore, the system was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Corrected data; h6. Updated data; b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first system was removed from the patient to perform a pre-implant balloon dilation. The valve was not deployed. It was further reported that there were no issues with the dcs that led to the system being withdrawn.